Event description:
The rptr stated that she has compared blood glucose readings of 96 and 155 mg/dl, giving no details on fingersticks or timing. The rptr stated that she was experiencing dizziness. A control test was done, with results in range, 123 (89-134). No further info has been available from the rptr.